Event description:
Add'l info provided by the surgeon indicated he did not feel the event was related to the lens.

Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a pt experienced suprachoroidal hemorrhage causing shallowing of the anterior chamber. This shallowing prompted explantation of the iol to secure the eye. The association between this event and the iol is not known. Add'l info has been requested.